Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling had to be removed because it caused urethral erosion and bladder perforation. Pt also suffered from vaginal infections, heavy green vaginal discharge, vaginal odor, pain, increased incontinence, and pain and numbness in their legs. Pt also had vaginal bleeding, ulcers on their urethra, urethral bleeding, and skin problems. Pt's incontinence greatly increased since the removal of the protegen sling. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.